Event description:
The tech alleged that the brakes are not holding on the head section of the stretcher. No pt impact.

Manufacturer narrative:
The tech installed a new brake steer kit to resolve the issue.